Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) previously delivered an inappropriate shock due to sensing of noise. The s-ICD was programmed to the secondary vector and the noise was deemed by the healthcare provider (hcp) to be electromagnetic interference (emi). The hcp also mentioned that undersensing was observed (details not provided). Recently, the s-ICD recorded an untreated episode due to sensing of noise that appeared to be myopotentials. The r-wave was noted to have an amplitude of 1.6-2.0 mv which then diminished slightly, making the noise amplitude equivalent. Technical services discussed re-creating the myopotentials and programming options. The s-ICD remains in service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) previously delivered an inappropriate shock due to sensing of noise. The s-ICD was programmed to the secondary vector and the noise was deemed by the healthcare provider (hcp) to be electromagnetic interference (emi). The hcp also mentioned that undersensing was observed (details not provided). Recently, the s-ICD recorded an untreated episode due to sensing of noise that appeared to be myopotentials. The r-wave was noted to have an amplitude of 1.6-2.0 mv which then diminished slightly, making the noise amplitude equivalent. Technical services (ts) discussed re-creating the myopotentials and programming options. Additional information received indicated that the patient received another inappropriate shock on (B)(6) 2025, due to sensing of movement artifact. Ts recommended bringing the patient into the clinic to attempt to recreate the artifact and assess other sense vectors. The s-ICD remains in service.